Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was high threshold on the atrial lead.

Manufacturer narrative:
Analysis cannot be completed at this time due to pending litigation. Product event summary: the full lead was returned but analysis could not be performed due to legal restrictions. Visual analysis of the lead indicated apparent explant damage. Only visual analysis of the lead was performed.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the device change out procedure the atrial lead had no capture at eight volts thru the device and exhibited high pacing impedance through the analyzer. The atrial lead was explanted and replaced. Additionally, it was reported that visual examination of the left ventricular (lv) lead proximal area showed insulation damage. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. However, the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress , the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual analysis of the lead indicated apparent explant damage and indicated the lead was stretched. The analyst noted that the lead was returned with a lot of explant damage. If information is provided in the future, a supplemental report will be issued.